Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "heart palpitations", "shortness of breath", "inflammation", "feeling very sick", "deflation" and "collapsed implant". This record is for the right side. Device remains implanted.